Event description:
Healthcare professional reported, right side capsular contracture, baker grade IV. Seroma and hematoma. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, opening and underweight. A microscopic analysis was performed which identify, two opening striated in the device in the same edge. Based on the device analysis, the final assessment is: two striated opening in the radius side assessed, as surgical damage.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5,d6b,h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture and seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, hematoma, and seroma.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV, seroma and hematoma. Device remains implanted.